Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Since the initial on-site evaluation by the olympus field service engineer that confirmed the reported issue, the device has not been returned to olympus for further evaluation/service. Based on the results of the investigation, since the device has not been returned, a definitive root cause could not be determined. However, it is possible the reported issue was caused by a failure of the patient circuit board. It is possible that the failure of the patient circuit board occurred because the operational amplifier on the board was not designed according to manufacturer specifications, and over current/overvoltage was applied at start-up of the device and the operational amplifier failed. There was a design change to the operational amplifier. The subject device was manufactured prior to the design change. If the subject device is returned for evaluation at a later date, this report will be supplemented accordingly.

Manufacturer narrative:
The olympus field service engineer used the (B)(4) from the 180 series scope on a different (B)(4) processor and was able to get a scope image on the monitor. The customer has not returned the device to olympus for evaluation. This event is under investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported the evis exera iii video system center would not display an image when using a 180 series scope. The event occurred prior to a diagnostic procedure. As reported, there was a delay in the procedure, but the procedure was completed with a different device and there were no patient injuries or medical intervention associated with the event. The model and serial number of the replacement device were not provided.